Event description:
It was reported that during a gyn procedure when the device was fired, the stapler would not release. After the stapler was removed, it was noticed that the stapler did not cut and only a small amount of staples were formed. A second device was used with similar results. A third device was used and the device worked with no harm done to the pt. The second device involved was discarded.